Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced overstimulation which caused discomfort in their lower legs. Impedances were checked and came back valid. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system replaced. Issue has been resolved.